Event description:
Caller reported that a 20% increase in the indicated battery charge occurred over a short period. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. The customer was advised to connect the pump to a power source with known working charging supplies, and it was noted that the charge did not continue to decrease when plugged in. There was no unexpected shutdown of the device, and additional assistance from cts international was to be sought with a follow-up planned.